Event description:
The complainant had a pin to lower the position of right big toe. Seven years later complainant noticed a sharp pain in right foot. Right foot was x-rayed and complainant was informed that the pin in foot had broken. Complainant had a approx 5/8 inch section of pin surgically removed from foot.